Event description:
The international customer reported the ventilator would not boot up due to a power on self test timer/24v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
.